Event description:
The customer reported recovering erroneous results for all parameters on patient samples run on a coulter hmx hematology analyzer with autoloader. There were no flags or error messages reported by the customer at the time of the event. Erroneous patient results were not reported outside the laboratory and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse discovered that the blood sampling valve (bsv) actuator was not properly functioning, resulting in the wrong dilutions going to the red blood cell (rbc) and white blood cell (wbc) bath. The fse replaced the bsv actuator, resolving the reported issue. (B)(4).